Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds cap was cracked. Additional malfunctions include the pvc tubes were discolored, and the hose clamps were leaking.